Event description:
It was reported, during an implant procedure, a straight stylet was switched to a curve stylet and, however, was unable to be inserted in the leads ((B) (4) and (B) (4)). Consequently, these leads were not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. Visual analysis revealed distal conductor was obstructed with blood/fluid within the connector, and mechanical inspection of stylet test failed. Damage at implant noted. (B) (4) no anomalies were found however, blood was noted in the helix mechanism and on the distal conductor on visual inspection. The third lead was not returned, and further evaluation is not possible without the lead.